Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion and one linear opening. A microscopic analysis and leak test were performed which identified one opening crease sharp and one striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening. One opening striated in the side anterior assessed as surgical damage.

Event description:
Patient reported a possible left side deflation along with folds and a "lumpy" appearance. Additional information from MRI shows folding of the device. Healthcare professional confirmed left side deflation. Device has been explanted. This record pertains to the left side.

Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through asr on 28/jul/2010 and 23/apr/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: crease/folding of implant, pain, and deflation.

Event description:
Patient reported a possible left side deflation along with folds and a "lumpy" appearance. Additional information from MRI shows folding of the device. Healthcare professional confirmed left side deflation. Device has been explanted. This record pertains to the left side.